Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex esophageal fully covered stent was used in the esophagus during a stent placement procedure performed on (B)(6) 2015. During the procedure, the physician attempted to reposition the wallflex esophageal stent; however, the retention suture broke. The wallflex esophageal stent was removed using rat tooth forceps and the procedure was rescheduled at a later date. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.